Event description:
It was reported that the physician was receiving an "unable to open port" message and had to substitute with another serial cable. Replacing the serial cable resolved the issue. The serial cable was returned for product analysis on (B)(4) 2015, but it has not been completed to date.

Event description:
Product analysis was completed on the serial cable on 08/12/2015 which found a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.